Event description:
During incoming inspection, the distributor claimed that the blades of the twist drills were not processed properly and they returned the drills to the MFR.

Manufacturer narrative:
Summary of eval: eval results indicate that this event would not be associated with the device but rather would be related user technique.